Event description:
It was reported that the asymptomatic patient presented for routine follow up when elevated capture threshold, decrease in sensing and high, out of range, pacing lead impedance were noted on the lead. Physician attributes these lead measurements of patient having sarcoidosis. The lead was capped and replaced without complication.